Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition the device the 207.640 cannulated screw was received with the threads deformed peeled and 1.5mm of material missing from the distal tip. The 207.640 40mm cannulated screw is intended for use in fracture fixation of small bones and small bone fragments. In the technique guides, the procedure is described as unknown by the complaint. The returned article contains significant deformation and peeling of the threads and 1.5mm of material is missing from the distal tip. The deformation/peeling of the threads in the proximal direction is consistent with force applied during insertion. 2 of 4 distal teeth are missing and the remaining teeth are chipped directionally as if a material harder than bone had collided with the screw during insertion. It is likely that deformation such as exhibited on these threads can come about from powered insertion with probable guide wire collision damage to the distal teeth. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity of the screw. It is likely that the method of use during screw installation has led to this confirmed complaint and this evaluation does not indicate that the complaint is the result of a design deficiency with the screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads came off of a screw during surgery. It was reported that while the surgeon was performing a procedure (unknown procedure), the surgeon implanted a cannulated screw and it was discovered that the threads came off the screw via c-arm. The screw was explanted but a small piece of thread remains in the patient. Surgery was successfully completed and patient was discharged. The device will be returned. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).